Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that they experienced bad sensor alerts and change sensor alerts. The alerts occurred after two calibration errors. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one random partial opened/used sensor and performed continuity resistance test and the sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter. Connected the sensor to the transmitter and placed it in 100 bts solution. Confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor passed per specifications. Unable to confirm the needle complaint due to the customer returning the sensors only. No insertion needles were returned.